Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the time and date were noted to be inaccurate. During troubleshooting tandem technical support assisted the customer in adjusting the time and date setting. In addition, the pump shut off unexpectedly. The pump was able to be turned on after being connected to a power source. The customer loaded a new cartridge and resumed insulin therapy. There was no reported impact to he customer's blood glucose level as they had not tested at the time of the call.